Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: a fold crease, wear abrasion and one linear opening on the radius. A leak test and microscopic analysis were performed which identified one smooth crease opening on the radius. The fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment is: one smooth crease opening on the radius due to a fold flaw opening.

Event description:
Device has been explanted.